Manufacturer narrative:
The device was returned to mmdg for evaluation. During the investigation mmdg was able to confirm the complaint of the auxiliary (back up) alarm not working. The battery was out of specification, causing the issue. The pump was repaired and returned to the complainant.

Event description:
The initial reporter stated that the pump "had no auxiliary alarm". The initial reporter stated that this occurred during testing and therefore, there was no impact to a patient. [(B)(4)].